Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate. It was further reported that the patient was showing symptoms of potential peritonitis, however it was not confirmed yet. The cause of the events was not reported. It was reported that the patient was in the emergency room, however it was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information provided.